Event description:
It was reported that an ilet user experienced hyperglycemia to 306 mg/dl after an infusion set dislodgement overnight, followed by an ilet-driven correction that returned glucose to range and subsequently resulted in hypoglycemia. Report number 3019004087-2026-25956 has been submitted regarding the hypoglycemic episode. The user had recently changed supplies and was using a steel cannula set, and education and troubleshooting were completed regarding infusion set management. Symptoms included feeling drained during the hyperglycemic episode. Outcomes included transient hyperglycemia followed by low glucose, with the user in range at the time of contact and no hospitalization reported. Investigation included review of event details, infusion set type, device behavior, and user practices, with education provided. Investigation of this case revealed a likely infusion set dislodgement leading to under-delivery and hyperglycemia, followed by algorithm-driven correction that contributed to a subsequent low, consistent with overcorrection or maladaptation. It was concluded, based on previously established findings for similar reports, that the cause was user-related infusion set dislodgement with subsequent device-mediated overcorrection.